Event description:
It was reported that during the initial implant surgery the physician opened the 304-30 lead for implant however after an extended period of time they were unable to locate the vagus nerve. The surgery was cancelled patient was closed up and it was decided to attempt re-implant at a later date. The patient was reported to have a thoracic duct injury and experience hemorrhage, both adverse events have recovered and resolved. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.